Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an arthroscopy, the tip of the footprint anchor broke. The procedure was completed with a s+n back up device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information on d9. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, a fractured anchor and some suture material were returned. The anchor is fractured at the suture window and the interior bar of the insertion shaft is bent at the distal end. There is debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. No clinically relevant supporting documentation was provided for review. Since no further complications were reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: h2: correction on e1, e2 , h6 (health effect - impact code) and a1: patient identifier must be in blank, there is confirmation a patient was involved but there is no patient specific information.